Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 9.2-9.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 11.1-13.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 37.4-37.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient expired. It was noted that the patient received multiple inappropriate shocks. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time, as the case was reported to the authorities and an autopsy was ordered.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.